Event description:
A pharmacist reported to baxter (B)(4) of a dehp free sol admin set in which the set leaked at the level of the male luer lock during preparation of a chemo drug bag. The event occurred before use. The set was not connected to a patient. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.